Event description:
The physician reported that after the first placement of a coil for treatment of an aneurysm, the detachment process was started. The detachment process was reported to last up to 30 seconds at which time the current was increased to 2ma. The anesthetist then alerted the inr that asystole had occurred. This was confirmed by a carotid pulse check which showed no pulse. The physician reported that the detachment box was switched off and a few seconds later the patient regained normal cardiac rhythm with no medical intervention. The box was switched with a replacement one and the coil detached. The coiling process continued with no further incident.

Manufacturer narrative:
The product in question has not been returned to boston scientific for further investigation. If further significant information is obtained a supplemental report will be submitted.